Manufacturer narrative:
Device evaluated by manufacturer: testing of the retention material was not performed for the following reasons: although the patient sample was not returned for evaluation, it was determined, based on the data provided, and the product history, that the patient specimen was likely under-quantitated due to sequence mismatches to the cap/ctm hiv-1 test's primers and/or probe, no additional complaints have been filed against the complaint kit batch and the complaint kit batch, and the components packaged within the complaint kit, met all specifications and were within trend upon release. Method: quality control kit release testing data was review, a complaint history analysis was performed and the customer-provided data was analyzed. Although it could not be definitively determined that patient sample was under-quantitated due to a sequence mismatch(es), based on the customer provided data, and the product history, it appears as though this issue was the result of a sequence mismatch(es). The issue of sequence mismatches with the cobas ampliprep / cobas taqman hiv-1 test has been previously investigated and, as a result, the product labeling was updated to indicate the following: "though rare, mutations within the highly conservative region of the viral genome covered by the test's primers and/or probes may result in the under-quantitation of or failure to detect the virus." Additionally, a second generation of the test has been developed that includes amplification and detection of a second region (B)(4) that will reduce incidents of under-quantitation or failure to detect hiv-1 rna due to mutations. The PMA for this second generation test is currently in the final stages of approval. A review of the complaint history for the issue of under-quantitated results with this kit lot was performed and no additional cases have been filed. A review of qc data was performed and the complaint kit lot, and the component within the complaint kit, met specifications; there were no out-of-specification reports or non-conformances generated. Based on the information available, the cobas ampliprep / cobas taqman hiv-1 test kit lot m02897, and the test itself are performing as intended; no indication of a batch or product non-conformance. (B)(4).

Event description:
A customer site in (B)(6) reported that discrepant results were generated with a specific patient sample when the sample was tested twice with the cobas ampliprep / cobas taqman hiv-1 test, ce-ivd. After the discrepant results were generated with the cobas ampliprep / cobas taqman hiv-1 test, the customer site sent the patient sample to a reference lab to be tested with a competitor's (B)(4) test. Additionally, the sample was also tested with the (B)(4).